Event description:
On 04 november 2024, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ® ii btb with deploying suture was reported to have failed during use. This occurred on (B)(6) 2024 in southern cross auckland surgical centre during an acl using patella graft. It was reported that the suture would not pull through tightrope mechanism. The case was completed successfully using another implant. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.